Event description:
It was reported that the system had been programmed off by the physician. The patient now has a pacemaker system as well and the subcutaneous system had been oversensing. The doctor had decided to replace the electrode. Technical services reviewed the data and found no caused for an electrode revision procedure. The doctor elected to leave the products implanted and monitor the patient. There were no additional adverse patient effects. The system remains implanted.